Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, varying colored images (purple/green) were confirmed. By disassembling the device and testing the components individually, the image error was traced back to a defective r-unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye high definition ii, autoclavable video telescope has an image malfunction, ¿image moisaic, overall image color abnormality¿. The problem was found during laparoscopic surgery. The intended procedure was completed using a similar device. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: the image is green due to a defective charged coupled device. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned, and the evaluation confirmed the customer¿s reported problem. The image is green and the identified the problem was due to a defective charged coupled device. Also, the evaluation noted the video cable was scratched. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.